Event description:
On (B)(6) 2013, it was reported by the hospital catheterization lab manager that on (B)(6) 2012, a patient allegedly received radiation burns on his arm and chest from the lateral x-ray tube.

Manufacturer narrative:
It was first reported to the toshiba customer engineer (ce) on (B)(6) 2013 that two patients allegedly received radiation burns during their exams and that the patient entrance dose level on the lateral tube exceeded 10mr/min. Both exams were conducted by the same physician. The hospital reported that the exam conducted on (B)(6) 2012 was over 5 hours in length and the majority of radiation was from fluoro. She additionally reported that there was approximately 268 minutes of fluoro time. The total dose received by the patient was: frontal - 128,441 cgycm2, lateral - 260,549 cgycm2. On (B)(6) 2013, it was reported that the customer's physicist checked the patient entrance dose levels on the frontal and lateral tubes. The frontal was less than 10mr/min and the lateral exceeded 10mr/min by as much as .9mr/min. On (B)(6) 2013, the ce reported that he performed patient entrance exam dose level adjustments on both lateral and frontal tubes and set them for 9.2 to 9.6 mr/min respectively. It was reported that the customer's physicist checked the patient entrance dose levels after the adjustment and found them both to be less than 10mr/min. Previous patient entrance dose level adjustments, as part of scheduled preventative maintenance, were performed on the frontal tube on (B)(6) 2012 and (B)(6) 2012 for the lateral tube. The customer submitted a (B)(4) report for this incident. ((B)(4)) note: a medwatch is also being submitted for the second patient who received a radiation burn (medwatch 2020563-2013-0003).